Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The presenting electrogram (egm) were flat. Technical services (ts) reviewed noting the device had been programmed to electrocautery protection mode due to this rv lead issue. Ts noted the egms are flat due to sensing being off in electrocautery protection mode and tachy therapy was turned off. Ts noted there were previous inappropriate anti-tachycardia pacing (atp) episodes. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise. The presenting electrogram (egm) were flat. Technical services (ts) reviewed noting the device had been programmed to electrocautery protection mode due to this rv lead issue. Ts noted the egms are flat due to sensing being off in electrocautery protection mode and tachy therapy was turned off. Ts noted there were previous inappropriate anti-tachycardia pacing (atp) episodes. This rv lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.